Event description:
Boston scientific received info that this right atrial (ra) lead exhibited undersensing of p-waves. P-wave measurements at implant were noted to be greater than 1.5 mv. Recent p-wave measurements were unable to be obtained. Adjusting sensitivity did not resolve the issue. All other lead diagnostics were observed to be within an acceptable range. Boston scientific technical services (ts) discussed testing options. Atrial sensitivity programming changes were made. No adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Manufacturer narrative:
On 8/24/2015: we received information that this patient expired approximately 2 years after the initial event was reported and the lead was returned for analysis. Upon receipt, the lead under complaint was found dissected at approx. 8 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuttings, free of breaches. No deviations were noted in the available lead fragment which might have led to the clinical observations. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. In summary, the lead was found dissected upon receipt, which occurred most likely during the surgery. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.